Event description:
During tavr [transcatheter aortic valve replacement] procedure, balloon caught on leaflet causing it to rupture. Balloon tore into multiple pieces. Attempts at removal were unsuccessful. Approximately 1mm of ruptured balloon is retained in the papillary muscle of the heart. According to md, there is the possibility of additional fragments retained that were not seen. Risk remains to pt of embolization of balloon fragments or clot formation.